Event description:
The company was informed that the pt's device was explanted due to infection. The pt experienced tenderness at the implant site beginning (B)(6) 2011. On (B)(6) 2011, the pt reported pain and discomfort at the implant site, and it was documented that the pt had a scab with dried puss and blood at the implant site. It was also reported that the mastoid area was red and swollen. The pt's family dr prescribed antibiotics and drops prior to the pt's (B)(6) 2011 visit. The pt was urged not to wear her external equipment and to seek medical intervention immediately. Dr (B)(6) recorded a pre-op diagnosis of an infected cochlear implant site. Dr (B)(6) proceeded to soak the implant site at which point the cochlear implant became visible through the infected area. Dr (B)(6) then removed a foreign body of a pink barrette inside the skin flap. The pt was then made aware of her increased risk for meningitis. On (B)(6) 2012 the pt was admitted to the hosp due to meningitis at which point her internal device was explanted. Advanced bionics is in the process of gathering more info. Once more info has been acquired a supplemental report will be submitted.